Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank after receiving a new battery cap. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.